Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
It was reported patient underwent left total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2013 due to wear of the polyethylene bearing. The polyethylene bearing, femoral component and patella were removed and replaced. No further information has been provided to date.